Event description:
It was reported to hill-rom that there was a blower malfunction. Customer alleged that the unit burned the patient's foot. A hill-rom technician removed the product from the account. An investigation could not reproduce the malfunction. The patient sustained a 2nd degree burn on his foot just under the big toe. During an investigation of this product line, it was found that it is possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.